Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Because the touchscreen misalignment could not be resolved by calibrating the touchscreen, the pse replaced the touchscreen and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
E1 reporter phone number - (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. The technician verified that the touchscreen failed the required flex cable resistance verification testing. The high out of specification resistance results were the reason for the touchscreen misalignment issue.